Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out-of-range (oor) pace lead impedance (pli) measurement greater than 2,000 ohms. Additional information from the field representative indicated that the cause of oor was not conclusively determined. Different lv pacing vectors were attempted until it was determined that using the lv tip to can yielded acceptable and in range impedance as well as appropriate stimulation threshold measurements. The lv sensing was also turned off to avoid myopotential oversensing. The system remains in service. No other intervention was required and there was no patient injury.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.